Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. One of he cannulas from the kit is fractured at the base of the hub. There is biological debris on the returned item. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, when the surgeon placed the oval cannulas to deploy the tendon anchors, the cannula broke, it was retrieved easily with a grasper. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.